Event description:
On (B)(6) 2020, this patient underwent an endovascular treatment of a thoracic aortic aneurysm using conformable gore® tag® thoracic stent graft with active control® system (ctag/ac). A tgmr3131120j was implanted in distal side and tgmr454520j was implanted in proximal side. The procedure was completed without any issues. According to the case report from date of procedure, the distal diameter of the aorta was 26.9 x 25.0 - 27.0 x 26.0. On date unknown, the follow-up computed tomography confirmed lack of wall apposition of the distal device at the inner curve of the aorta, resulting in a "bird beak". Endoleak was not reported. The physician did not provide any information regarding the root cause of the bird beak. Device oversizing was not reported. On (B)(6) 2020, an additional procedure was performed to treat the "bird-beaking" on the distal device, whereby the lack of wall apposition was resolved by implanting two gore® excluder® aaa endoprosthesis aortic extender endoprostheses inside of the ctag/ac. It was reported that the thoracic aortic aneurysm had decreased in size.